Manufacturer narrative:
(B)(4). It was reported that the patient did not have peritonitis, but in (B)(6) 2014 experienced an exit site infection. The cause of the exit site infection was unknown. On an unreported date, the patient was treated with a one-time dose of intraperitoneal vancomycin (dosage not reported) for the exit site infection. On an unreported date in (B)(6) 2014, the peritoneal dialysis catheter was removed and the patient was started on in-center hemodialysis. On an unknown date, the patient was recovered from the exit site infection. The baxter healthcare device is no longer suspect for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.